Manufacturer narrative:
There was no surgical involvement. Evaluation is pending, upon completed investigation of the product.

Event description:
During a kit inspection, the sales rep reported that a polyaxial open screw driver was noted to have the tip missing. This malfunction has been associated with an adverse event in the past. There was no patient involvement.